Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A three-hour accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette compartment during the treatment test. The cycler underwent and passed a patient sensor calibration check and a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak was discovered the morning after ¿m31 air detected in cassette¿ alarms occurred during the pd patient¿s treatment. The contact was unsure what phase of treatment the alarms occurred in. Fluid was found leaking out of the cassette compartment when the cycler door was opened to remove the cycler set. It was unknown where exactly the leak was coming from. The contact did not report finding any damage on the cassette. Ts advised that the patient discontinue using the cycler and a replacement cycler was issued to the patient. They were also advised to inform their pd registered nurse (pdrn) of the replacement. Upon follow up, the contact could not confirm that the pdrn was made aware of the events. Additionally, the contact did not know if the patient was trained to perform manual pd therapy. The contact did confirm that the patient has the supplies needed for manual treatment. The contact stated they were not the person who helped the patient with their pd treatment in the beginning, and therefore, they were not trained on performing manual pd exchanges. It was confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed the replacement cycler was received, and the patient was said to be continuing their pd therapy on the replacement. The old cycler was picked up and returned to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak was discovered the morning after ¿m31 air detected in cassette¿ alarms occurred during the pd patient¿s treatment. The contact was unsure what phase of treatment the alarms occurred in. Fluid was found leaking out of the cassette compartment when the cycler door was opened to remove the cycler set. It was unknown where exactly the leak was coming from. The contact did not report finding any damage on the cassette. Ts advised that the patient discontinue using the cycler and a replacement cycler was issued to the patient. They were also advised to inform their pd registered nurse (pdrn) of the replacement. Upon follow up, the contact could not confirm that the pdrn was made aware of the events. Additionally, the contact did not know if the patient was trained to perform manual pd therapy. The contact did confirm that the patient has the supplies needed for manual treatment. The contact stated they were not the person who helped the patient with their pd treatment in the beginning, and therefore, they were not trained on performing manual pd exchanges. It was confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed the replacement cycler was received, and the patient was said to be continuing their pd therapy on the replacement. The old cycler was picked up and returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.